Event description:
It was reported that while attempting to enter the bariair therapy system, the patient reached back to use the side rail to assist himself into the bed when it gave way and the patient fell to the floor. It was reported the patient was not injured as a result of the fall.

Manufacturer narrative:
The device was tested per quality control procedures on (B)(4) 2009, prior to delivery to the account, and met specifications. Subsequent to the reported event, the bariair therapy system was returned to kci and evaluated. Evaluation of the device confirmed that the unit did not meet specifications; the latch failed which prevented the side rail from locking in the up position.